Event description:
Patient experienced pain during the angi0-seal deployment and approximately 13 days post deployment, the pain persisted at the closure site and down the leg. The physician treated the patient with a bupivicaine injection, which provided temporary relief and lessened the pain. The patient was treated with a medrol dose pack post deployment. The patient was diagnosed with profunda radicular pain. A duplex ultrasound was normal.